Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the doctor worries whether the device works properly because it does not turn "end of life" in spite of the sudden drop in battery voltage. It was noted that there is a battery measuring issue with the device. The device remains in use and the physician does not believe that immediate action is necessary at this time. No patient complications have been reported as a result of this event.